Event description:
It was reported that the customer complaint about a loss of flow. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the customer complaint about a loss of flow. The failure occurred during setup for treatment. A getinge field service technician (fst) was sent for investigation. The failure could not be replicated and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The field service technician stated that the customer most probably setup the circuit incorrectly. In the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4 and quadrox-ir small adult / adult) and the cardiohelp device it is stated how the circuit has to be set up in detail. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on (B)(6) 2024 for the period of (B)(6) 2020 to (B)(6) 2024. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on (B)(6) 2020. Based on the results the reported failure "loss of flow" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.